Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the common bile duct (cbd) during a bile duct drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent lock on the handle of the delivery system could not be unlocked when attempting to deploy the first flange. The device was removed from the patient with the catheter fully covering the stent. The procedure was completed by placing a second axios stent into the cbd. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the axios stent was being implanted transduodenal to the common bile duct; however the axios stent and delivery system is not indicated for placement in the common bile duct in the us.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the common bile duct (cbd) during a bile duct drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent lock on the handle of the delivery system could not be unlocked when attempting to deploy the first flange. The device was removed from the patient with the catheter fully covering the stent. The procedure was completed by placing a second axios stent into the cbd. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the axios stent was being implanted transduodenal to the common bile duct; however the axios stent and delivery system is not indicated for placement in the common bile duct in the us.

Manufacturer narrative:
A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully covered by the outer sheath. The stent deployment hub was at step #4, the catheter hub was moved distally, and the catheter lock was in the locked position. The yellow safety clip was not returned. No damage was noted to the nose cone. A functional evaluation was performed, and the stent was unable to be deployed. The handle was dissected in order to evaluate the inner components. The outer sheath showed significant rotational damage at the proximal end, and the catheter was detached from the handle. The significant rotational damage to the outer sheath and the detached catheter are consistent with excessive force being applied to the device which may have occurred when the user attempted to rotate the handle instead of the luer lock. The directions for use (dfu) states "be careful not to bend or kink the catheter during insertion. Rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The damage to the device indicated that the user failed to follow the instructions in the dfu. A labeling review was performed and confirmed that the device was not used in a manner consistent with the labeling. The hot axios stent was being implanted in the common bile duct; according to the us dfu, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than equal to 6cm in size and walled-off necrosis greater than equal to 6cm in size with greater than equal to 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated for placement in the common bile duct in the united states. The reported failure of stent lock failure to unlock was not confirmed, because the stent deployment hub was returned at step #4. Most likely, procedural factors such as the handling of the device and normal procedural difficulties encountered during the procedure could have affected the device performance and its integrity contributing to the customer being unable to unlock the locking mechanism. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.